Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade cracked inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. Then the blade broke off during functional testing. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r9579d. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after several activations, the clean blade error message popped up. After cleaning, it then errored out again, ultimately saying to replace instrument. Also claims that part of the blade broke off. There was no patient consequence.